Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:31:41. During night drain cycle three, the patient's ultrafiltration(uf) reading was 21802ml, indicating the home patient (hp) drained 21802ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain four was added into the uf reading for drain cycle three due to the patient ending therapy before the drain was completed. The drain volume of drain cycle three was 2533 ml, which does not meet iipv criteria. However, the patient volume was 2301 ml at the beginning of drain four and therapy ended with a patient volume of -21559 ml. This indicates a drain of 23860 ml which does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional information is received, a follow-up will be sent.